Manufacturer narrative:
Date: (B)(6) 2014: contact reported that the alarm was cleared and insulin was resumed after 15 minutes. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received a temperature alarm. Reportedly, the surrounding temperature was approximately 70 degrees. It was unk if customer's blood glucose level was impacted.